Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: device failed two incoming functional tests, was retested 10 times and passed all. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).